Event description:
A malfunction alarm was reported with malfunction code malf 0, and it was confirmed that no notable events occurred before the issue. The customer's blood glucose did not exceed 27.7 mmol/l, indicating no adverse impact. Corrective actions included the replacement of the pump by technical support (cts), who confirmed that the pump was under warranty. The customer was advised on backup therapy via multiple daily injections (mdi), given instructions on using storage mode, and informed about steps to take upon receiving a replacement pump with updated software. The caller was instructed to return the faulty pump using a prepaid label.